Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 4.0x12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the first two proximal struts; the first strut was distorted the second strut was lifted on one side and pulled distally over the third proximal strut. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon was not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the coronary artery. A 4.00x12mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled off, it was noted that the struts were warped outwards on the distal end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the coronary artery. A 4.00x12mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled off, it was noted that the struts were warped outwards on the distal end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.